Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that while unpacking, the stent was not found crimped on the balloon. The stent was in the packaging. The device was not used. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance group was unable to determine a definitive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the catheter was returned with blood visible on the outer member and on the balloon. There was fluid visible in the inflation lumen. The stent was returned on the stylet with the protective sheath. There was no damage noted to the stent. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There were no kinks noted to the inner member. There was no damage noted to the catheter. The tip length was measured and met mfg criteria. The stent outer diameters proximal, middle and distal were measured using a laser micrometer. These measurements did not meet mfg criteria. The inner diameter of the protective sheath was measured using a pin gauge. The inner diameter was found to be within the mfg specification. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that while unpacking, the stent was not found crimped on the balloon. The stent was located in the package. The device was not used. Quality assurance technician's visual inspection of the returned device found contrast in the inflation lumen. There were crimp marks visible on the tightly folded balloon, between the balloon marker bands, suggesting that the stent was originally positioned correctly and securely at the time of MFR. The crimped stent outer diameter was measured and found to be outside of the mfg specification; however, since the crimped stent outer diameter is verified 100% at the time of MFR, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for this lot met the stent security criteria, which would indicate the unit had an adequate crimp. The tip seal length and the inner diameter of the balloon protective sheath were measured and found to be within the mfg specification. The presence of contrast in the inflation lumen suggests that, at some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. Other potential causes of dislodgement, as observed in past incident, may include improper or inadequate crimping at the time of MFR, negative pressure during sheath removal or forced sheath removal. Based on the case info and returned device analysis, this does not appear to be a mfg related issue. Due to the conflicting info rec'd with the complaint and the analysis of the returned product, no conclusive root cause can be determined for the reported stent dislodgement. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.